Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a sore on his back underneath the lifevest. The patient had a pre-existing skin condition. The patient's dermatologist mupirocin prescribed cream for the irritation. During a follow-up the patient reported that the sore had improved.